Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the cassette was losing suction during the procedure. The customer determined that it was due to the elastomer not placed properly on the back of the cassette. The product was replaced and the procedure completed. There was no pt harm reported. No further info is expected for this case.